Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to coronary artery disease (cad). The 2x12mm, de novo target lesion was located in the proximal left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the initial inflation at 9-12 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall over the proximal markerband with material pushed up to the left of the hole. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to coronary artery disease (cad). The 2x12mm, de novo target lesion was located in the proximal left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the initial inflation at 9-12 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.